Event description:
According to the initial information received, a 12mm amplatzer septal occluder (aso) was implanted (B)(6) 2011. The female patient's atrial septal defect (asd) had been sized using an echocardiogram and measured 9mm in diameter. The defect rims were sufficient. Prior to discharge on (B)(6) 2011, a trans-thoracic echocardiogram was taken revealing the aso had embolized into the descending aorta. The 12mm aso was percutaneously snared and removed. The same day, the asd was re-measured using a sizing balloon and measured 19mm. A 20mm aso was successfully implanted.

Manufacturer narrative:
Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image analysis: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.